Manufacturer narrative:
Evaluation results: inherent risk of procedure (death). Evaluation conclusions: inherent risk of procedure (death). (B)(4).

Event description:
A patient underwent a revascularization procedure in which one endeavor sprint rx drug eluting stent was implanted in the lad vessel. It was reported that approximately 27 months post index procedure, the patient died. Cause of death was reported to be non-sudden cardiac death which was reported as not associated with an mi and due to terminal heart failure. The death was not related to the study device or to the study procedure.